Manufacturer narrative:
(B)(4). The device was not returned for analysis. Review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of edema (pulmonary) and worsening mitral regurgitation (mr), as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported mr and pulmonary edema appears to be due to the slda. The treatment with medication was a result of case-specific circumstances as the patient was administered diuretic medication for treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet. It was reported that on (B)(6) 2017, two mitraclips were implanted in a patient with degenerative mitral regurgitation (mr, with posterior leaflet 2 (p2) flail, grade 4, reducing the mr to grade 1-2 without an issue. On (B)(6) 2017, the patient had recurrent pulmonary edema and mitral regurgitation had increased to grade 3. It was confirmed that the antero-lateral clip detached from the anterior medial leaflet (single leaflet device attachment-slda). Diuretic medication was provided and the patient's condition was reportedly improving. Another mitraclip procedure is possible in the future. There was no additional information provided.